Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated and the distal shaft is missing. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14may2020. It was reported that the device could not cross the lesion. The target lesion was in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross lesion. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device analysis revealed collar separation. It was further reported that the device was completely removed from the patient without any intervention.